Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. The customer declined with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleged that the pump was under delivering. The device will not be returned for analysis.